Manufacturer narrative:
H11. Additional narrative: updated b5 and h6.

Event description:
Later it was learned through medical records that the 27mm 7300tfx mitral valve was explanted after an implant duration of 9 years, 4 months due to severe mitral stenosis. The explanted valve was replaced with a 27mm mitris valve. Per medical records, patient underwent avr and redo mvr. Tee demonstrated well-functioning aortic and mitral valve without regurgitation. The patient was too unstable from a respiratory standpoint so vv-ECMO was initiated and the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
H11. Additional narrative: updated h6. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a patient with a 7300tfx 27mm mitral valve was scheduled for a valve-in-valve procedure after an implant duration of 9 years, 3 months due to unknown reasons. The procedure was cancelled due to tee findings.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.